Manufacturer narrative:
Batch reviews performed on (B)(6) 2017. Lot 162147: 17 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any similar reported event. Gmk-hinge extension stem - fluted ø 16 l 65, code 02.07.fcl16065, lot. 162547 (k120790) 40 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event. Gmk-hinge fixed tibial insert size 2/12mm, code 02.09.0212h, lot. 150741 (k130299) 20 inserts manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the issue. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of limited range of motion. The patient had 40 degrees contracture following the primary tka with a gmk-hinge. Preoperative, the patient was 25 degrees contracture. The surgeon performed a femoral shortening, which allowed patient to have full range of motion, and revised the femur, poly and stem. The surgery was completed successfully. X-rays and explants are not available.